Event description:
It was reported that during an unknown procedure, the device was used for initial firing without incident, however, on 2nd and 3rd attempt to fire, device mis-fired. There was no pt consequence.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the analysis results found that one device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left firing trigger teeth were broken, no functional test was performed. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. The batch record was reviewed and no anomalies were noted during the mfg process.